Event description:
Before needle got used on patient the nurse checked it and found that the stylet could not be removed very easily. They did not use the needle and used a new needle on the patient. Replacement device used in the assistance of embryo reproduction which is considered off label use.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following confirmation received on (B)(6) 2022 that the replacement device was not used in the assistance of embryo reproduction

Manufacturer narrative:
PMA/510(k) # k210476 supplemental report is being submitted as a cancellation report following confirmation received on 08-sep-2022 that the replacement device was not used in the assistance of embryo reproduction